Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and the error message was not displayed. Evaluation did find the insertion tube was aged, the plug unit was leaking, switch #1 and #2 were worn, the video cable was wrinkled, and the protector was worn. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite bronchovideoscope displayed a b30 scope communication error message during reprocessing prior to a diagnostic tracheoscope procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction: e2 was inadvertently checked on the initial; reporters title is not available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the water invaded the device due to water leakage from the scope connector while the user was handling the device. Due to the invasion, abnormality of electronic parts occurred which led to displayed error message. The event can be prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.